Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In early 2009, the patient reported she has seen air bubbles in the insulin cartridge of her infusion device on several occasions. She stated she does not currently have an air bubble in her cartridge but when she does, the bubbles appear after she inserts the cartridge into her device. She stated she uses room temperature insulin to fill the cartridge. She stated she does not attach the adapter and tubing to the cartridge prior to insertion and she does not adjust the piston rod after inserting the cartridge. The proper procedure for changing the cartridge was reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.